Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2018, the external portion of the driveline beginning at the exit site had lost flexibility and was becoming stiff. The driveline was hardened in the length of approximately 10 cm. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through evaluation. It was observed that the external portion of the driveline, beginning on the exist site, had lost its flexibility and was turning to be stiff. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. The heartmate 3 lvas patient handbook cautions the user not to twist, kink, or sharply bend the driveline as it may cause damage to the wires inside, even if external damage is not visible. This handbook, as well as the heartmate 3 lvas instructions for use, also contain information about caring for the driveline. These documents explain that a damp, lint-free cloth should be used to clean the driveline when necessary. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.